Event description:
The manufacturer received information alleging when the ac adapter is attached to the outlet, the trilogy evo device cannot charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed when performing the operational check for the device not charging from the outlet with the ac power cord. The manufacturer's service technician recognized the ac power indicator did not light. The manufacturer's service technician reviewed the device's error log, but there were no history indicating a malfunction of the device. The manufacturer's service technician evaluated and determined the power supply was causing the issue to occur on the device. The manufacturer's service technician replaced the device's power supply to address the issue. After replacing the part on the device, the manufacturer's service technician confirmed the device was charging from the outlet with the ac power cord and the lights for the ac power indicator. Afterwards, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operating properly and it was cleaned.